Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied instrument analyte calibration information indicated that the lip cartridge (serial number (B)(4)) possessed a high calibration factor value. This could be indicative of the reagent cartridge having been compromised. Beckman coulter inc. Customer follow-up communication on (B)(4) 2012, revealed that the customer was running a different lipase reagent lot from the one involved in the event. They indicated that they were not experiencing any issues. Service was not dispatched to the site. A definitive root cause could not be determined from the information available to date.

Event description:
The customer reported that on (B)(6) 2012, an erroneously elevated lipase (lip) result was generated on an unicel dxc 600 synchron, system for one patient sample. The customer also indicated that lip quality control (qc) results were elevated for this instrument/analyte. Beckman coulter inc. Assessment of customer supplied data indicated the generation of one elevated initial lip patient result which, upon repeat on another instrument using the same lot of lip reagent but a differing serial number, generated a lower result. The initial erroneous lip patient result was not reported outside of the laboratory and hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Patient results for multiple other analytes were provided by the customer however there was no indication that these results were regarded as erroneous. The customer indicated that, during this timeframe, they were having a problem with their refrigerator and had to transfer the reagent to another refrigerator. The customer loaded another lip reagent lot on the unicel dxc 600 synchron system and the qc results recovered lower.